Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 703 mg/dl which resulted in hospitalization. Customer has diabetic ketoacidosis and advised they were wearing their insulin pump when they went to the hospital. Customer was unable to get their blood glucose down, was throwing up and did not know the device was not delivering insulin. Customer declined to troubleshoot for high blood glucose stating that the pump delivers insulin when they manually program the device to do so.